Event description:
It was reported that during a laparoscopic cholecystectomy, the clips would not hold on the vessel. Another device was used to complete the case. There was no consequence to the patient.